Event description:
The customer obtained an 80mg/dl and 230mg/dl blood glucose comparison on the accu-chek advantage system. The customer states he obtained an additional comparison with blood glucose results 56mg/dl and 263mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. The customer felt shaky, sweaty and generally not well with each set of comparisons. The customer treated himself by drinking orange juice after the 56mg/dl and 263mg/dl results. He felt better after treatment. No reported actions taken or treatment rendered with the 80mg/dl and 230mg/dl blood glucose comparison. No adverse event reported. New system sent to customer and return requested.